Event description:
There was an allegation of questionable sodium electrode and ise indirect na-k-cl for gen.2 results from the cobas 8000 ise 1800 module for 1 patient. The initial sodium result was 154 mmol/l, and the repeat result was 142 mmol/l. The initial chloride result was 93 mmol/l, and the repeat result was 105 mmol/l. The repeat results were deemed to be correct. The sample was repeated after the initial results were questioned by the doctor.

Manufacturer narrative:
The sodium electrode and chloride electrode lot numbers and expiration dates were not provided. A field service engineer (fse) determined that there was contamination of the flow path and performed a flow path decontamination and reconditioned the flow path. For verification, the fse performed ion-selective electrode (ise) checks, calibration, qc, a 21-cup precision check, and a patient comparison, all successful and according to specifications. The investigation is ongoing.